Event description:
It was reported that the stimulation turned off, whenever the pt opened the refrigerator. This happened approximately once a week. The pt was using the access controller due to the device turning off. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).